Event description:
A customer reported experiencing a tandem mobi cartridge alarm on two occasions, which caused their blood glucose levels to exceed the high threshold, although the specific value was not provided. To address the issue, the customer administered a correction bolus via the pump and did not require assistance from a third party. The company's technical support confirmed the alarm and decided to replace the pump since it was under warranty. The customer did not have a backup therapy and planned to contact their healthcare provider. Comprehensive instructions were provided to the customer regarding the return of the malfunctioning pump, setup, and integration of the replacement device. Consequently, a replacement pump along with the requested cartridge replacements were sent to the customer.